Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone # :(B)(6).

Event description:
It was reported to philips that the battery is coming loose causing red x. There was reportedly no patient involvement.